Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported a disconnection between a primary tubing and a maxplus connector during an infusion. While the details of the event are not available the customer does report a leak without patient harm.